Manufacturer narrative:
The customer contacted the ccc. The customer stated that they had replaced the sodium electrode, which resolved the issue. The cause of the discordant sodium results was an electrode malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that sodium results for patient samples tested on an advia 1800 instrument were lower than expected. The customer stated that approximately four-hundred patient samples had been tested. The customer informed physician(s) the sodium method was running low, but did not issue corrected reports. There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.